Event description:
It was reported that a home patient connected for therapy with a closed patient line. This event occurred during the initial drain of peritoneal dialysis therapy. The technical service representative advised the home patient that they will assist in ending therapy. The technical service representative advised that the clamp on the patient line must be open so the patient line can prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the home patient connected for therapy with a closed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.